Manufacturer narrative:
An asp field service engineer was dispatched onsite to assess the unit. The fse states that after running a cycle, he did not notice any unsual smells. The machine meets manufactures required specifications.

Event description:
The customer called to report that while running a cycle in the sterrad nx, they noticed smoke coming out of the unit accompanied by a burning smell. The customer was processing a digital camera in the load when the incident occured. The cycle lasted an hour and seven minutes long and was aborted by unplugging the unit. There was no human reaction of any kind due to this incident.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for odor/smells failures prior to this event. Trending analysis for odor/smells issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard analysis) relating to odor/smells issues is considered none/negligible risk. There were no parts returned for investigation of the report of odor/smells. The root cause could not be determined. After running an empty cycle test, the fse did not notice any smell or smoke coming from the unit.